Event description:
A site representative reported that there was no 3d dose available in dose report on the o-arm 1000 imaging system during a spine procedure. He stated that he noticed this when they manually over-ride the kv to 125. There was not injury to the pt reported.

Manufacturer narrative:
Patient age and sex was not available at the time of this report. The software investigation found that the incident was related to a software anomaly where the dose output value is a function of the kv value. This anomaly is being fixed and addressed for the subsequent maintenance release. Furthermore, the issue will be continually monitored in a medtronic software anomaly tracking database.